Event description:
During on-site service, the baxter service technician identified an f-38 alarm (malfunction in tube misloading detection circuitry) on a flo-gard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test an f-38 alarm was identified. The alarm was caused by inoperative force sensing resistors. The pump has been removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.